Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited electromagnetic interference. Far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead. It was also reported that the right ventricular (rv) lead exhibited short v-v intervals and high pacing thresholds. The ipg and both leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right atrial (ra) lead exhibited noise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.